Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the tissue was being removed in the pocket and flushed with antibiotic solution. There were no additional adverse patient effects reported. The rv lead remains in service.